Event description:
It was reported that inappropriate shocks were received due to noise sensing on the biotronik ventricular lead. The programmer files were received and reviewed by the manufacturer. The manufacturer recommended a re-intervention to check proper connections and lead measurements. Re-intervention was performed in 2007. It was reported that the connections were checked and were tight. Therefore, the physician decided to cap the biotronik lead and replace with a new tined lead. After the re-intervention, it was reported that the system was working normally.

Manufacturer narrative:
August, 8, 2007. A response from the manufacturer is pending.